Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 77 mg/dl. Troubleshooting was performed. Assisted the customer with a battery change and setup. The customer was able to prime successfully. Nothing further reported.